Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse replaced the graphical user interface (gui) and backlight inverter printed circuit boards (pcbs). The ventilator passed all testing. Covidien reference number (B)(4).

Event description:
The customer reported that the 840 ventilator had a blank display. The device was not being used on a patient when failure occurred.